Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the motor stall had not resolved. The pump had not recovered. The actions and interventions taken to resolve the motor stall was the physician was notified, the patient information and the pump would be re-interrogated on the next follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone at unknown conc entration/dose via an implantable pump for spinal pain indications. The company representative (rep) reported motor stall alarm and tube set alarm. The company rep stated that the patient ruled out getting an magnetic resonance imaging (MRI) or other known magnetic interaction. The company rep stated that the patient went to the hospital on the 30th due to hearing the pump alarm and experiencing abdominal pain which was ruled out as pancreatitis at the time.